Manufacturer narrative:
(B)(4). Component code- suggested code: mechanical (g04) - provisional top. Performed a visual inspection of the returned item and found it to exhibit signs of repeated use nicked / gouged and the medial feature has fractured off. All pieces were returned. The device history records and the receiving inspection reports were reviewed for deviations and/ or anomalies with no anomalies/ deviations identified. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Previous investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field to provide additional clarifications relating to the instructions for use of the tasp construct for all users on file at the time of the field notice. Components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. Complaint is confirmed via product review. A CAPA was previously initiated to address this issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the instrument was fractured on a worn instrument return form. There was no patient involvement.